Event description:
It was reported that there was a black mark on the reservoir of the small volume intermate. The black mark was identified after the device was compounded with an unspecified amount of meropenem, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection revealed a black mark on the reservoir of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.